Event description:
Hcp reported pt had the pt's implantable infusion system removed due to infection staphylococcus. On surgery date, catheter noted to be discontinued. The device was explanted but not returned to the MFR for analysis. A f/u report will be sent when additional info is rec'd.